Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -9.50 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. In the reporters opinion the cause of this event is unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found haptic tear. Claim#: (B)(4).